Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 or verify excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump received recurring no delivery alarms. The customer¿s blood glucose level was unknown. The customer states the tubing was bent. Customer states they did not want to troubleshoot for recurring alarms. The customer was advised to revert to back up plan. The device will be returned for analysis.